Event description:
In 2008, boston scientific corp was informed that during a procedure, the resolution clip device was unable to release the clip. The procedure was completed with another of the same device without any pt complications. Pt is "good".